Event description:
It was reported that a user experienced a hyperglycemia reading of 181 mg/dl while using the ilet, with cause unclear; the user and support reviewed recent changes and noted a weight update that could have affected correction dosing, and the ilet subsequently corrected the glucose to 157 mg/dl. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included minor illness or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.